Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2010, primary tha surgery was performed using the following implants at another hospital. The surgery was successfully completed. Cup and screws (mah: kyocera); metal insert 50/36 (part#: 121887350 lot#: 3202069); head 36mm-2 (part#: 136550000, lot#: 3167097); stem (part#: 157011100, lot#: ej5et1). In (B)(6) 2017, the patient visited (B)(6) hospital because he had an uncomfortable feeling with her hip joint. After he visited the hospital, he fell down. On (B)(6) 2017, revision surgery was performed to replace the cup, metal insert and head with new implants (part# & lot#: unk), while the stem remained left in the body. The revision surgery was successfully completed without any delay. The surgeon commented that the following issues were confirmed during the surgery. The joint fluid was white. Black tissues were seen around the hip cup. The junction between the head and the stem neck was a bit black. Also, he commented that he did not understand whether the patient¿s uncomfortable feeling was related to mom or cup loosening.

Manufacturer narrative:
The complaint states in july, 2017, the patient visited (B)(6) hospital because he had an uncomfortable feeling with her hip joint. After he visited the hospital, he fell down. On (B)(6) 2017, revision surgery was performed to replace the cup, metal insert and head with new implants (part# & lot#: unk), while the stem remained left in the body. The revision surgery was successfully completed without any delay. The surgeon commented that the following issues were confirmed during the surgery. The joint fluid was white. Black tissues were seen around the hip cup. The junction between the head and the stem neck was a bit black. Also, he commented that he did not understand whether the patient¿s uncomfortable feeling was related to mom or cup loosening. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.